Manufacturer narrative:
MFR ref. No.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by a failed force sensor flex assembly and a failed force sensor pusher. The force sensor assembly and force sensor pusher were replaced.

Event description:
It was reported that a pump falsely alarmed downstream occlusion. Any pt involvement, injury or medical intervention is unk.